Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2021 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The report of ineffective stimulation was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The event details stated that the patient had a fall, that lead to (confirmed) lead migration, and as a result the patient no longer had effective therapy.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a fall, the patient experienced ineffective therapy. Imaging revealed migration of the l5 lead. As a result, surgical intervention may be undertaken in the future.